Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the perforator failed to release during an intracranial tumorectomy. The auto release did not work and the perforator penetrated the sinus vein. The patient bled heavily. The surgeon commented that the product was used as usual, however, the patient had chronic disease, so it may be one factor. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The perforator was visually inspected. The unit was received soiled with biologic debris and the product label showed slight wear. The soiled condition of the device made functional testing impossible in its as-received state. The unit was disassembled, cleaned and resleeved. The unit was then tested and functioned as intended. A review of manufacturing records found no anomalies when the device was released. Based on the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.